Event description:
It was reported the external pulse generator failed preventative maintenance, that there was no atrial output. The device was returned and subsequently tested out of specification at the manufacturer. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment that the main printed circuit board was out of specification - electrical. Analysis also found the upper case, lower case, two side bail covers and the ring cover were broken. In addition the heart block, lead flex cover and battery drawer were contaminated. Two side bails and a ring were found to be missing.